Manufacturer narrative:
Additional information was received on (B)(6) 2020. The physician attributed the causality of the event to the procedure and patient condition. Patient¿s outcome is fully recovered with no residual effects. Visitag module was used during the procedure with stability parameters of 2.5mm and minimum time 3s. The color option used prospectively was tag index. The procedure date was updated from (B)(6) 2020 to (B)(6) 2020. Additional concomitant product was provided of the carto 3 system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered myocardial infarction and coronary artery stenosis requiring medication, surgical intervention and prolonged hospitalization. At the end of the procedure, an acute st-elevation myocardial infarction (stemi) occurred on circumflex branch in inferior-lateral at the ECG during the last epicardic and persistent ablation fire, despite of administration of risordan (1 mg). A coronary lesion was suspected, the patient was transferred to the coronary angiography room and emergency coronary angiography was done. Plavix was administered, and pre-expansion with balloon was done before implantation of an active stent. A second stent implantation was also required. According to the medical staff, the cause of the issue is not related to a failure of the devices used. Prolonged hospitalization of 15 days was required. Patient¿s outcome is unknown. The patient also developed acute lung edema, kidney failure and gout attack. It was assessed that these patient events will not be coded as they are a cascade of harms related to the stemi.